Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values. The cgm reading was 59 mg/dl and alerting. The patient was unsure that he was hypoglycemic since his symptoms are similar to hyperglycemia. The patient was weak, shaky and fatigued. Then he ate food, and took glucose tablets. However, the g7 readings still didn't increased. The patient started to vomit. Then drove himself to the emergency room (ER), no fingerstick was done before going to the ER. At the ER the bg reading was 728 mg/dl while the cgm was reading 47 mg/dl. At the ER the patient was diagnosed with dka after blood work was done and urine sample. The patient was treated with 3 IV: insulin drip [IV], and fluids [IV] and an unspecified medication. The patient was admitted to the ICU and stayed there for a day. The patient was discharged on (B)(6). At the time of the report the patient was still disoriented. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.